Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis IFU, the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy. The safety and effectiveness of the tag device have not been evaluated in pts with acute and chronic dissections. Complications associated with the use of the tag device may include, but are not limited to, surgical conversion. Add'l gore tag devices related to this event: (B)(4).

Event description:
On (B)(6), 2010, the pt was implanted with three gore tag thoracic endoprostheses to treat chronic dissection of distal arch with descending thoracic aortic aneurysm. On (B)(6), 2010, the pt was converted to open surgical repair, and the gore tag devices were explanted. No further complications have been reported.